Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported shocking and a loss of therapy. It was noted the patient's new wheel chair flipped over backwards on (B)(6) 2015 and the patient sustained a concussion. Since then, there were problems with the stimulation. The patient commented he felt the problems with the stimulator arose from this fall. It was noted the patient requested brakes on the wheel chair was denied and if he had brakes he felt he would not have tipped over backwards and fell. Until (B)(6) 2015, the patient did not feel stimulation. Gradually, it came back but the stimulation was not working as well as it had before the fall. There was bruising and swelling around the implantable neurostimulator (ins) site post fall. A week prior to the call date of (B)(6) 2015, the patient felt a shocking and electrocution sensation. The patient could squeeze the connector near the device and make the stimulation come on and off. The patient palpated stimulation through the skin at the lead/extension connection site and was able to turn the stimulation on or off by pressing on the lead/extension connection. There was intermittent stimulation and sudden increases in stimulation. The fall could have been related to this issue. The intermittent stimulation started after it and had gotten worse or more frequent. Impedances were checked in a sitting position and electrodes 4 and 8 were greater than 10000 ohms. Impedances were checked in a lying position with the patient pushing on the lead/extension position and nearly every electrode showed xxx. X-rays were taken and nothing abnormal was noted. Electrode 8 was being used, so the rep programmed around 8 and was able to restore effective stimulation. The patient requested surgical intervention to investigate the lead/extension connection and fix the problem. It was noted the patient was a disabled veteran and he could not just go see a pain physician. Everything had to go through the primary care physician (pcp). The patient was working through the pcp to have the ins and leads checked. The pcp was referring the patient for neurosurgical evaluation. The patient had not seen the neurosurgeon for a surgical intervention consult yet. It was unknown if the issue was resolved. No surgical intervention occurred and it was unknown if any was planned. Relevant medical history included non-malignant pain.